Event description:
Ref# (B)(4) - serial# (B)(4). Under infusion.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of (B)(4). The actual device involved in the reported event has been rec'd for eval. The investigation on the device is ongoing at this time. A f/u report will be provided after the inspection results are available. The pump has software version (B)(4).